Event description:
It was reported that the patient experienced low flow alarms. The patient already had a low flow system controller. The log file captures low flow events on (B)(6) 2022. There were also several low flow flags that did not persist long enough to trigger a low flow alarm. The patient had been unwell and symptomatic since the low flow alarms. The patient was hypertensive, poorly perfused, frail and overloaded. The patient refused any medication. The patient had not been taking any anticoagulation for months and there was a concern for thrombus ingestion or evidence of a clot. The patient's lactate dehydrogenase (ldh) was over 350 and their plasma free hemoglobin was 98. Thrombus was not confirmed. There were no changes to speed or other parameters. The patient refused any diagnostic tests. The patient was only taking lasix (furosemide) and had a driveline infection on (B)(6) 2022. The patient experienced discharge, redness, and pain from the driveline exit site. The patient was given broad spectrum oral antibiotics. The patient's lactate dehydrogenase (ldh) was over 350 and their plasma free hemoglobin was 98. The pump sounded dull on auscultation. The patient self-discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient was non-compliant at the time of death and was not taking their medication. The family was not engaging with the implant center so any additional information regarding the time and cause of death was not obtained.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined. Additionally, the report of suspected thrombus and a dull sound from the pump could not be confirmed as no product was returned for evaluation. Review of the log files provided by the account confirmed low flow alarms. The account reported that the alarms were cause by hypertension. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. The controller event log file confirmed several transient low flow alarms on 08dec2022. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. Hm 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), hypertension, pump thrombosis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, lists infection and thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿blood pressure management¿, also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 1 and section 6 of the IFU and sections 1 and 4 of the patient handbook instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. This section explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.